Manufacturer narrative:
The customer reported that the system wouldn¿t vacuum during "taking silicone". No patient harm was noted. The company service representative examined the system and was found to meet specifications, and, therefore, no parts needed to be replaced. The system was then tested and met all product specifications. The system was manufactured on january 29, 2014. Based on qa assessment, the product met specifications at the time of release. The root cause cannot be determined conclusively. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A healthcare professional reported that a system presented with no vacuum during silicone removal. Patient impact is unknown. Additional information has been requested but none has been received.